Event description:
The physician was using a complete self expending (se) stent for treatment of a lesion in the left iliac. The stent was deployed and as the physician attempted to remove the delivery system. It caught on the stent. The physician removed the delivery stent successfully. There was no damage or movement of the complete se stent. No clinical sequelae were reported.

Manufacturer narrative:
Eval, results: (limited info available - no device or images received).